Event description:
The customer reported the system displayed an iris potentiometer error and poor image quality. No report of customer injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The representative performed various functionality tests and took images for further analysis. No repair at that time.